Event description:
The customer reported the generation of erroneous actm (acetaminophen), alp (alkaline phosphatase), chloride and sodium for multiple patients, on their au5800 chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective printed circuit board. The fse replaced the printed circuit board to resolve the issue. Pt info: information not provided by customer. The beckman coulter internal identifier is (B)(4).